Event description:
While attempting to perform a 12-lead ECG analysis on a pt (no pt details reported), the device reportedly locked up and failed to function. The customer reported that there were no adverse affects to the pt.

Manufacturer narrative:
Medtronic continues to investigate the reported event.